Event description:
While troubleshooting for an unrelated alarm during use on a homechoice machine with the patient connected, a technical service representative (tsr) discovered that a home patient (hp) restarted therapy using the same supplies. The tsr recommended that the hp end therapy, discard all supplies, and contact a registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The instructions listed in the patient at home guide for the homechoice device state "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags, the guide which instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.